Event description:
Removal of distal 5mm fully threaded locking screw from gamma nail. Screw was rubbing on patients muscle

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.